Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination revealed that the stent was dislodged from the delivery device and returned on a product mandrel. An undamaged stent protector was covering a small section of the stent. The stent protector was removed easily with no force required. The stent was stretched and misaligned along it's length. Solified contrast media was present within the balloon, indicating that the balloon had been inflated during the procedure. The balloon was returned fully deflated. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The stent dislodged from the balloon before starting the procedure. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The stent dislodged from the balloon before starting the procedure. The procedure was completed with another of the same device. No patient complications were reported.